Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/20/2010 that a customer had an issue with a pair of the medi-trace defibrillator pads. The customer stated during a case, a pair of 1310p defibrillator pads would not shock a pt, the monitor stated "connect electrodes" even though they were already connected.